Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 53 mg/dl at the time of hospitalization. Customer stated that her infusion set cannula was vent when it was removed. Customer stated that she had memory issues and that may be the cause of her low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.